Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s wife had called the on-call nurse on the night of (B)(6) 2016 and reported that the patient was not draining. The wife stated the patient¿s stomach was ¿enormous¿ and the patient felt terrible, and the patient took 5-nitro and drained approximately 4,000ml manually and felt relief immediately. Additional follow-up revealed as of (B)(6) 2016 the patient's last prescription order was for 1700ml fill volume and a last fill of 1000ml. The reported manual drain volume of 4000ml was 235% over the expected drain volume of 1700ml, which resulted in a reportable device malfunction.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient¿s wife had called the on-call nurse on the night of (B)(6)2016 and reported that the patient was not draining. The wife stated the patient¿s stomach was ¿enormous¿ and the patient felt terrible, and the patient took 5-nitro and drained approximately 4,000ml manually and felt relief immediately. Addtional follow-up revealed as of may 2016 the patient's last prescription order was for 1700ml fill volume and a last fill of 1000ml. The reported manual drain volume of 4000ml was 235% over the expected drain volume of 1700ml, which resulted in a reportable device malfunction.